Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) noted to be increasing gradually for past few years. Technical services (ts) reviewed the gradual rise in impedance with current impedance being 164 ohms, lowest in the past year was 98 ohms and four months ago was at 154 ohms. Ts understood the concern of ineffective shock when sli impedance is greater than 145 ohms. Ts did not find value in increasing the daily measurements to 150 ohms and suggested either considering a synch max energy shock or replacing the lead. This lead remains in service and no adverse patient effects were reported.